Event description:
Indication: nonfamilial hypogammaglobulinemia, common variable immunodeficiency with predominant immunoregulatory t-cell disorders, common variable immunodeficiency, unspecified, other common variable immunodeficiencies. Pt reported pump wasn't loading pump was pulling medication out slow and, then came out too fast. Unknown if pt missed a dose or experienced an adverse event due to the defective device. Unknown if the defective device is available for return to the manufacturer. Unknown if md is aware. No additional info available. Pharmacy is replacing pump. Pump serial number (B)(6). Reported to (B)(6) by pt/caregiver.